Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, balloon deflation failure occurred. The target lesion location was unknown. The physician advanced a 7mmx2mmx100cm occlusion balloon catheter to dilate the lesion. After the first dilation, it was impossible to deflate the balloon with an inflation device or by syringe. A sheath introducer was advanced over the balloon and the device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device observed damage in both sides of strain relief near bifurcation. The balloon was inflated and a leak was found due to a pinhole located near the proximal bond of the balloon. Deflation test cannot be performed due to the pinhole observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, balloon deflation failure occurred. The target lesion location was unknown. The physician advanced a 7mmx2mmx100cm occlusion balloon catheter to dilate the lesion. After the first dilation, it was impossible to deflate the balloon with an inflation device or by syringe. A sheath introducer was advanced over the balloon and the device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.